Event description:
Same case as MFR report #2134265-2010-03686 for the guide catheter.percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. A guidewire and catheter were placed. The guide catheter placement was distal to the first diagonal. The intravascular ultrasound (ivus) catheter was attempted to be used to image an area of interest and upon removal of the ivus catheter, a small dissection was noted in the mid lad. Two stents were deployed to treat the dissection. The patient condition was reported as "fine".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints were found in this lot for vessel dissection. Based on the reviews there is no indication that the issue was related to manufacturing. Visual inspection of the returned catheter observed fluid inside the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. The guidewire that was used during the procedure was not returned. The guidewire exit port appeared normal and no damage was observed. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Image characterization testing resulted in no image appearing in the system due to electrical open at distal. No defects were found on the returned device which would have caused or contributed to the vessel dissection. The reported vessel dissection and lost image issues are unrelated. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The risk of the reported event is contained in the device labeling. The reported vessel dissection is a known and anticipated procedural complication to these types of procedures and as such, has been assigned as the root cause for this event.

Event description:
Same case as MFR report #2134265-2010-03686 for the guide catheter. Percutaneous coronary intervention (pci) was performed in the left anterior descending (lad) artery. A guidewire and catheter were placed. The guide catheter placement was distal to the first diagonal. The intravascular ultrasound (ivus) catheter was attempted to be used to image an area of interest and upon removal of the ivus catheter, a small dissection was noted in the mid lad. Two stents were deployed to treat the dissection. The patient condition was reported as "fine".